Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 19 mmol/l. Prior to the event, the customer woke up with a blood glucose of 9 mmol/l. The customer noticed moisture underneath the screen, but continued to use the insulin pump. Later, the customer began feeling ill, and the paramedics were called. The mother found that the insulin pump was not working. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.